Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, silicone migration, rupture, varied injuries and nerve damage was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ nerve damage: unable to observe as it is not related to the manufacturing process. ¿ varied injuries: unable to observe as it is not related to the manufacturing process. ¿ rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported "my body is now contaminated with material from the defective implants" and "capsular contracture". This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture as well as "hormonal disorders and nervous system impairments". The device has been explanted. The affected side is unknown.